Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, three electronic photos were provided for the review. The first photo shows a partial view of clinician holding the implanted drainage catheter, drainage bag and a swab. A complete break was observed at the catheter hub, with the broken portion noted to be present inside the bag valve. The second photo show's partial view of implanted drainage catheter connected to syringe held by the clinician where a longitudinal crack was observed on the catheter hub. The third photo shows a partial view of the implanted drainage catheter with a fracture noted at the catheter hub. The broken portion was observed to be missing from the hub. The investigation is confirmed for reported fracture issue for all the three devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided ascites percutaneous drainage procedure using the navarre opti drain catheter. Post the procedure on apr 22, 2026, a fracture of the drainage catheter connector was identified. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent a percutaneous drainage procedure for ascites under ultrasound guidance using the navarre opti drain drainage catheter. During the procedure, a fracture of the drainage catheter connector was identified. The procedure was completed using another device. There was no reported patient injury.